Manufacturer narrative:
D4) device serial number- not provided by facility. H3) the 14f glidelight was discarded, thus no returned product investigation was performed. H6) great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to non-function. A right ventricular (rv) lead was present in the patient but was not targeted for extraction. A spectranetics lld ez lead locking device (lld ez) was inserted into the ra lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath on the ra lead, progress was achieved to about an inch from the tip of the lead, when the patient¿s blood pressure dropped. A pericardial effusion was detected, and rescue efforts began, including rescue balloon, and sternotomy. An svc perforation was discovered and repaired. The ra lead was removed post-sternotomy, and the patient survived the procedure. This report captures the 14f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of the glidelight device in use during the procedure.